Event description:
It was reported that the programmer would not power up. The programmer was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the external pulse generator was returned and analysis confirmed the customer comment that the device would not power on. The battery flex was corroded. Analysis also found cosmetic damage on the keyboard, liquid crystal display (lcd) lens and serial number label, that one side bail was broken, the lead flex cover and battery contacts were contaminated, it had the wrong battery drawer o-ring and that the encoder flex was out of specification (creased) and was not seated properly.